Event description:
No new information.

Manufacturer narrative:
Additional information: h6. The reported event could not be confirmed as the product has not been returned. Further information was requested multiple times, but only limited details were provided. The sales representative contacted the physician, yet no information regarding the surgery, product, reoperation, patient condition, or x-ray was disclosed, preventing an investigation. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the plate within the patient's body is broken.